Event description:
It was reported that during a implant upgrade procedure the physician was unable to appropriately place the left ventricular (lv) lead in the desired target branch of the coronary sinus (cs). The lead was removed and the upgrade attempt was abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.